Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump shutting down. It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 500 mg/dl. Customer did not eat to address bg. Reportedly the customer fell. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.